Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed a functional system check, verified mechanical alignments, checked system power supply and photomultiplier voltages, ran background and dark counts, and checked water substrate dispense volume, wash speed and instrument temperature, all of which were functioning according to specifications. The cse ran water test and the results for water pump, probe and substrate were out of specifications. The cse ran system decontamination and reran water test, which was within specifications. The cse performed total hcg adjustment and ran quality controls, which were within specifications. A siemens headquarters support center (hsc) specialist reviewed the instrument data and service report and stated that the instrument was contaminated. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an immulite 1000 instrument. The discordant result was not reported to the physician(s). The patient was expected to have a lower result as she recently had a miscarriage. The customer repeated the patient sample twice on the same instrument, which resulted lower both times and matched the clinical picture of the patient. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.